Event description:
Procedure: radio frequency ablation (unspecified site). The pt was shocked during the procedure. The grounding pad was on the left leg and the pt felt the shock on the right leg. The grounding pad was replaced and case completed without further incident. No injury.